Event description:
Unomedical reference number (B)(4). Event occurred in the france. On (B)(6) 2024, it was reported that the product did not adhere sufficiently, and the patient had to change it earlier than the expected 7 days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: france.